Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked battery tube threads, minor scratched and cracked display window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump had a loose drive support cap. The patient's blood glucose was normal and didn't require medical treatment. No further details were given. The insulin pump is in warranty and will be returned for analysis and a replacement pump was shipped to the customer.